Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does the surgeon believe that ethicon suture caused and/or contributed to the infection, accumulation of fluid, skin flap necrosis, gangrene described in the article? Unk. Citation: chin med j 2011;124(5):719-724. Doi: 10.3760/cma.j.issn.0366-6999.2011.05.016.

Event description:
It was reported in journal article ¿cosmetic outcome and surgical site infection rates of antibacterial absorbable (polyglactin 910) suture compared to chinese silk suture in breast cancer surgery: a randomized pilot research¿ that coated polyglactin 910 suture group (active group) was compared to chinese silk suture group (control group) following modified radical mastectomy. A total of 101 patients were randomly assigned to either the active group [with intradermal closure, n=51: median age 51 years (range 32-82), median bmi 23.9 kg/m2 (range 16-28)] or control group (with simple interrupted closure, n=50: median age 52 years (range 34-75); median bmi 23.6 (range 18.2-34)] between october 2008 and february 2009. The incidence of surgical site infection (ssi) was also analyzed. Surgical site infection was identified in 4.3% (n=2) of the subjects treated with active suture at day 30. In the active group, there were 15 adverse events, 2 of these were possibly related to device and procedure. There was 1 serious adverse event in the active group. The majority of the adverse events reported were typical for the postoperative populations studied, mild in intensity, considered ¿not related to study device¿ by the investigators, and were similar in type and reported incidence. Unexpected dressing changes were necessary for patients who experienced adverse events, described as accumulation of fluid, skin flap necrosis, gangrene, and ssi. It is likely that some of these events may be associated with surgical technique rather than the type of suture utilized. No additional information was provided.